Event description:
Clinical study. It was reported that 210 days after a coronary artery drug eluting stenting procedure the pt required a target vessel reintervention (tvr). The lesion being treated inthe index procedure was located in the distal right coronary artery (dist rca). The upn and batch numbers are unk at this time. 210 days after the initial procedure the pt required a tvr and an endeavor 12x2.25mm stent was placed in the proximal part of the posterolateral branch of the rca.